Manufacturer narrative:
Section h6(results and conclusions codes): correction incidental finding: cosmetic damage to the silicone jacket of the driveline was observed during the evaluation of the device. Updated manufacturer¿s investigation conclusion: although the low speed events captured in the submitted log file appear consistent with a potential driveline wire issue, the specific root cause was not confirmed through the evaluation of the returned section of the driveline. The submitted log files showed 10 intermittent pump stops. The captured events occurred while operating on both battery power and the power module. Two onsite driveline repairs were performed on (B)(6)2019 by abbott personnel. The driveline was severed approximately 10 inches from the controller connector and the distal portion was replaced with no issues. After pump stops continued, the driveline was severed at the exit site and the distal portion was replaced with no issues. The approximately 10 inches segment of driveline replaced by technical service (serial number (B)(6) ) was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The approximately 20 inches segment of driveline replaced by technical service (serial number (B)(6) ) was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. The patient is currently discharged home with an ungrounded patient cable. The patient remains ongoing on vad support. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas. The submitted log files showed 10 pump stops. The captured events occurred while operating on both battery power and the power module. Two onsite driveline repairs were performed on (B)(6) 2019 by abbott personnel. The driveline was severed approximately 10" from the controller connector and the distal portion was replaced with no issues. After pump stops continued, the driveline was severed at the exit site and the distal portion was replaced with no issues. Both replacements took place under work order #00058517. The approximately 10" segment of driveline replaced by technical service (serial number (B)(4) was returned for evaluation. Examination of the driveline revealed damage to the silicone jacket approximately 2¿-3¿ from the controller connector. There was no visible damage to the bionate. Visual inspection revealed some breakdown of the braided shield approximately 2.5¿ from the pump housing. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The approximately 20" segment of driveline replaced by technical service (serial number (B)(4) was returned for evaluation. The driveline repair was approximately 10¿ from the controller connector. Examination of the driveline did not reveal any damage to the silicone jacket. There was no visible damage to the bionate. Visual inspection did not reveal any breakdown of the braided shield. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. The patient is currently discharged home with an ungrounded patient cable. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient was given an ungrounded power module patient cable and was discharged. No additional information was provided.

Manufacturer narrative:
The referenced report of ungrounded power module patient cable is covered under medwatch MFR report #2916596-2016-02408. Approximate age of device ¿ 5 years and 9 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that pump stoppages occurred while utilizing an ungrounded power module patient cable. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. On 07jan2019, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. On 08jan2018, the log file confirms a pump stoppage post the driveline replacement. After that stop there are no further pump stops. No additional information was provided.